Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a display and audio anomaly. Customer stated screen was scratched and hard to read. Customer stated they could hardly hear the alarm anymore. Customer stated battery back was chewed up badly, rejected new batteries and had random no delivery alarm. Customer stated backlight brightness was lost and belt clip was hard to keep. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.